Event description:
It was reported that, painful groin. Surgeon felt that psl cup was positioned too proud.

Manufacturer narrative:
An eval of the reported device cannot be performed as it was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.